Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97745bp, serial# (B)(4). Product type accessory, product ID 97755, serial# (B)(4). Product type recharger, product ID 97745, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh006739n, product type: accessory. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient was not able to connect her controller to her ins. The patient said when she tried her screen says "reposition antenna." The patient said she had tried several times and she can't connect. They tried to position the recharger over the ins and press 'try again' but were unsuccessful. They were sent a new battery pack. They called back stating that was sent new battery and put on charger and still empty. They were sent to repair for a new recharger. They called back on (B)(6), stating that their 'programmer' was not working. It is not charging the one that you connect to the back. Patient services had the patient use the controller on the call and they confirmed 'now it was working' as intended. The patient stated that there was a message but she did not write down what it was. Troubleshooting resolved reported issue. They stated that if any errors were to come up again, to write down the screen number and call back. They called again on (B)(6), stating that she was getting no device found on her controller and she is not able to connect to charge her ins. They stated that this issue first started "today" and mentioned that it had "been a couple days" since she last charged her ins. They saw no device found (screen 16) . They reviewed the possibility of a discharged device, and followed the steps accordingly. They initially pressed 'try again' twice on the controller on the call and stated she was not able to connect with her ins, so the patient pressed recharge to start a recharge session but were unable to. They were going through the passive recharge mode on the call the patient stated "this is a pain in the butt" and stated that her "arm was getting tired." The patient initially stated when she was completing passive recharge mode on the call that the number was at 0, but later stated that the number increased following repositioning the antenna over her ins. The patient stated that the number initially fluctuated, but later stated that she was consistently getting numbers in the 90's and stated that the highest number she got on the call while doing the passive recharge mode was 98. They were redirected to their hcp to check the ins. They will continue through the passive recharge mode and will follow up with hcp if normal recharging screen does not come up after 30 mins. They called again later that day stating that they were not able to charge after the call earlier, the patient confirmed she kept seeing the passive recharge mode screens. They were directed to go to see their hcp to check on ins. They stated they left a message with the hcp already. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 97745bp, lot#: nlh006739n, product type: accessory, product ID: 97755, lot# serial#: (B)(6), product type: recharger, product ID: 97745, lot# serial#: (B)(6), product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received reporting that the rep met with the patient on (B)(6) 2020. The cause of the recharging/connection issues was determined; the patient needed further instruction on how to properly position the charging antenna to achieve excellent recharging connection. The issue was resolved as the patient is able to successfully recharge the ins, and there are no further actions or surgery planned. The weight of the patient at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has been having on-going recharge and connection issues since implant. They explained that within the last 9 months, the patient had been sent 3 recharge modules, 3 patient controllers and 2 batteries. The rep reported that the patient may not be charging the device regularly and it could be going into discharge mode. The rep was going to meet with the patient. No symptoms were reported. No further complications were reported or anticipated.